Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique further described as the patient made a mistake during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was not hospitalized for this event. The patient was treated with injection of ezepnem (500mg, frequency was not reported). At the time of this report, the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic techniques. No additional information is available.